Event description:
It was reported via repair work order that the foot end load cell and cables were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: parts on order.